Event description:
Patient's representative reported left side "radial folds, compatible with folds" via MRI and "oval, hypoechogenic and circumscribed nodules" via us. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture." Clarification to d4: unknown natrelle brand prosthesis.

Event description:
Patient's representative reported left side "rupture." Device was explanted.